Manufacturer narrative:
(B)(4). Additional narrative: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the infusor was received for evaluation. A visual inspection found no signs of abnormality. The device was flow rate tested for 16 hours and was found to perform within specification.

Event description:
It was reported that a large volume multirate infusor did not fully infuse. The device was filled with nacl. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.